Event description:
Intra-aortic balloon pump alarmed twice indicating blood was detected, once at 10 pm on 3/10/94 and again 6 am on 3/11/94. The unit was turned off and on so that the pump would reset and continue pumping. The catheter was removed at 1:00 pm on 3/11/94.